Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had a battery contact issue. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first started at an unspecified time on 10/21/2015. The patient manages their diabetes with insulin pump therapy and the medical surveillance specialist (mss) has determined that they had made no changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that on (B)(6) 2015 they developed the symptoms of "shaky, cold sweat and unable to focus", but did not take any immediate action in response to these symptoms. The patient did state, however, that two days later, on (B)(6) 2015, they consumed less food and/or drink. No medical treatment was sought as a result of the alleged product issue. At the time of troubleshooting the cca noted that there was allegedly "battery corrosion" on the battery contact. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.